Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in severely tortuous and severely calcified mid left anterior descending artery. A 3.50 x 24mm synergy ii drug-eluting stent was advanced for treatment. However, during procedure it was noted that the stent strut was caught due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine.